Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. An x- ray result showed that the lv lead was in the right atrium. The lv lead was deactivated by reprogramming. Additional information was received from the field representative that a revision procedure for the lv lead was performed. The lv lead was explanted. A new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was received that the lead was disposed of at the facility during explant and not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.